Event description:
It was reported that a dexcom g7 continuous glucose monitor lost connection to the ilet pump while remaining connected to the dexcom mobile application, and the user received a pairing failed alert; the user was guided to toggle the cgm setting between g7 and g6 on the pump and re-enter the sensor pairing code, after which the pump entered pairing mode and the user was informed of the pairing period. Symptoms included no adverse clinical effects or alarms. Outcomes included no impact on health and no need for medical care. Investigation included remote troubleshooting and user education focused on cgm-to-pump pairing and configuration steps. Investigation of this case revealed a communication and pairing issue between the cgm and the pump consistent with a configuration or transient connectivity problem, which resolved after reconfiguration and re-initiation of pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error contributing to temporary cgm-pump communication failure.